Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged resulting in pump being unable to be charged completely. The customer is able to continue using the pump for insulin therapy until a replacement pump is received. The customer customer's blood glucose level is 180 mg/dl.